Event description:
Within 6 months of implant rptr developed joint pain and severe fatigue, followed by vaginal infections, bladder infections, back and leg spasms needing electrical stem treatment, red burning nose, sore burning muscles, memory loss, 6 teeth breaking off and needing caps, bruising, positive ana, feeling like she has a caffeine high even though she doesn't drink caffeine, dry eyes, mouth and vagina, and fingers turn red and purple, all within two yrs. Night sweats, chest muscles had to be removed because of inflammation for breast reconstruction. Elevated cholesterol and weight gain.